Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performances were effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A report was received via FDA's medical products reporting system and legal summons that a female pt developed fusarium keratitis while using renu with moistureloc multi-purpose solution. The pt began using the product in approx 2005. In or around 2006, the pt reported developing "excrutiating pain over her left eye". That same day, she went to the dr and was prescribed unspecified antibiotics, which were administered hourly, for a suspected bacterial corneal ulcer. The following day, the pt's condition was not improved and she was referred to a corneal specialist. The corneal specialist performed cultures and she was diagnosed with a fusarium infection in her right eye. The pt was given extensive anti-fungal therapy including eye drops and oral medication. The pt reported that she has corneal scarring and significant loss of vision in the right eye.